Event description:
A customer reported experiencing a high blood glucose level, being in the 600s mg/dl, with high ketones that were not identified as dangerous by a healthcare provider, which led to an emergency room visit and subsequently hospitalize in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin and resolved the condition without causing any permanent damage, and the customer was discharged on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.